Event description:
On october 4, 2006, the lay user/report, the patient's wife, contacted lifescan (lfs) alleging the one touch profile meter's battery contacts were damaged. On october 5, 2006, the medical affairs specialist (mas) spoke with the reporter through an interpretive service to obtain and verify information. For approximately one month, the patient noted the reported meter would not power on and the battery contacts were damaged. Three days earlier, the patient attempted to test his blood glucose level, but the reporter meter would not power on. At that time, the patient was experiencing the symptom of a headache. Following the use of the meter, the patient took his usual dose of 35 units humulin insulin. The patient scheduled an office visit with his physician. At 11:30am, in the physician's office, the patient's blood glucose level was tested to be 'greater than 400 mg/dl.' The patient was instructed to increase his daily dose of insulin to 50 units. During the time the patient was unable to test his blood glucose levels, he had taken his normal meals and medications. The patient took 35 units humulin insulin daily, and the oral diabetes medication advandamet (metformin/rosiglitazone) 1000 mg/4mg. The patient does not have a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the battery contacts were corroded. The meter, test strips and control solution were replaced. The patient was unable to test his blood glucose level due to the battery contacts/power issue on the reported meter. He experienced symptoms, the healthcare professional tested his blood glucose level to be greater than 400 mg/dl, and his insulin regimen was increased. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. "Other #: 1-av-1068.